Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and polished; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be clean and had no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unknown allergic reaction after using an astron clear splint (upper) device. No other information was provided. It is unknown whether or not the patient has any known allergies.